Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a guidewire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter advanced for pre-dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.